Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-25081. The pt has two leads (for off-label use) with the same lot number. It was reported the pt is experiencing ineffective stimulation and pain at the ipg site. It was also reported the pt is experiencing uncomfortable pressure in her back and when she charges, it causes more pain since the ipg site is already sore. The pt has a brain tumor and plans to have an MRI and undergo surgical intervention to explant the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.